Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer was feeling nauseated and that she was vomiting. When the pod was removed, it was noticed that the cannula was not inserted at the insertion site and was sitting on top of the pt's skin.